Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that she went to take her bolus and her screen froze. Customer reported that the button error alarm then appeared. Customer was advised that the insulin pump will need to be replaced. Customer stated that she will have to think about it and disconnected the call.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.